Event description:
It was reported that the device was used during a vats lobectomy. The device was fired on the branch of the pulmonary artery and there was staple line oozing. The surgeon then fired on the pulmonary artery and the staples were "b" formed as intended, however there was excessive bleeding coming from the staple line. The patient's blood loss was 600cc, blood and/or blood product was pulled but it is unknown if they were required. The procedure was converted to an open procedure. The bleeding was controlled by traditional open methods. The patient is doing fine. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.